Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported that the pump was dropped and the battery is no longer recognized by the pump. The battery cap no longer fits in the pump no harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit power up properly after battery installation. Unit was downloaded successfully using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the self test, sleep current measurement and active current measurement. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review it recorded failed batt test from 12-apr-2024 until 18-apr-2024 and six batt out limit on 18-apr-2024. On 12-apr-2024, it recorded seven times from 03:40:29 until 18:18:55. On 14-apr-2024, it was recorded four times from 1818:55 until 18:20:15. On 18-apr-2024, it was recorded once at 13:54:17. On the event date it was recorded twice at 01:58:37 and 02:08:00. Batt out limit was recorded six times on 18-apr-2024 from 02:09:17 until 02:30:24. However, no alarms unexpected battery alarms noted during testing. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit tested successfully. Unit also received with corroded battery tube, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, keypad overlay peeling, cracked case, scratched case, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing and end cap address label missing. In conclusion, customer concern with failed battery test was not confirmed during analysis. Unit successfully powered up after battery installation. Cosmetic damage confirmed at the battery compartment when broken battery tube threads, cracked case corner of belt clip rails and cracked battery tube case were noted. Unable to confirm battery cap damage due to not receiving original battery cap during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.